Event description:
In the laboratory, the putative defective device was connected to a syringe filled with water, as the water was injected through, no leaks were observed. There was only a small section of line supplied and it is possible that the line was sectioned at the break point.

Manufacturer narrative:
The complaint of a broken catheter was confirmed and the cause appeared to be user-related. The returned product was one 4fr s/l groshong catheter. The catheter tubing terminated 1.2cm distal to the two-piece connector. The distal segment of the catheter was not returned for eval. Fluid residue was observed throughout the sample. The extension tubing markings were partially worn. Adhesive residue was observed on the distal connector segment and luer hub. An attempt to infuse water through the sample using a 12ml syringe revealed that the sample was patent to both infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed abundant tensile weakness throughout segment of catheter tubing and the extension tubing. Material discoloration was observed during manual manipulation of the catheter tubing. Microscopic inspection of the distal tip of the catheter revealed an elliptical cross-section. The break edges were sharply defined, irregular and exhibited a dully granular texture. The characteristics of the observed damage, including tensile weakness, sharply defined granular break edges and an elliptical cross-section were all consistent with damage caused by tensile stress, indicating that the observed failure resulted from exposure of the device to a tensile event(s). A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.